Event description:
It was noted that the patient presented for a generator change procedure. During the procedure, it was noted that the right atrial lead had broken insulation and exhibited oversensing. The lead was repaired in the same procedure (B)(6) 2022. The patient was stable.